Event description:
Lifescan rec'd a report that a pt experienced hyperglycemia while using a one touch meter. Pt had been reportedly using the ot meter for about 10 yrs. The day before the event, pt's blood glucose was 110mg/dl in the morning and 59mg/dl at 17:54 on the ot meter. Because of the low meter reading, pt did not take any insulin the day before the event. Per hcp advice, pt was not to take any insulin for blood glucose below 120mg/dl. The day of the event, pt was scheduled for eye surgery. Pt had not eaten or taken the morning insulin dose before surgery. Pt's blood glucose was 360 mg/dl at 6:50am on hospital meter before surgery and was treated with insulin. After the surgery, pt spent an add'l 3 hrs at the hospital because of the hyperglycemia. The surgery was done under local anesthesia. The ot meter had reportedly not passed a control test at an unknown pharmacy. The numbers were reportedly changing in the ot meter display. No further info has been reported.